Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: drg lead, model: mn20450-50a, UDI: (B)(4), serial: (B)(6), batch: 7982304. Common device name: drg lead, model: mn20450-50a, UDI: (B)(4), serial: (B)(6), batch: 7982304.

Event description:
It was reported patient lost effective therapy due to high impedances. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient's l3 and l4 drg leads had high impedances. Patient lost effective therapy as a result. Surgical intervention was undertaken wherein the leads were explanted and replaced to address the issues. Therapy was restored post-op.